Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: pre-revision x-ray was provided for scoliosis correction t3-illiac. A rod fracture is present above the thoracolumbar junction where, by report bony fusion has not occurred. Multiple interbody grafts are present in the lumbar spine. There is a double rod construct on one side additionally to reinforce the lumbar construct. This event and the lack of bony fusion likely participated to construct failure.

Event description:
Pre-op diagnosis: adult degenerative collapsing spine. Levels implanted: t3-s2 iliac procedure: t3-s2 iliac posterior spinal fusion, stage 2 following a 4 level anterior lumbar interbody fusion. It was reported that on an unknown date, post-op, the set screws were loose within the head. Ballast screws were not holding the fixation. Patient did not achieve solid fusion. Lower construct was secure. Plugs were loose, patient shifted coronally. Additional surgery was performed for revision of pelvic fixation as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the rods did not appear to have failed, per the reported event the returned screw where located near the ends of the rods. Conclusion: asymmetrical witness marks consistent with partial engagement of set screw with rod at final tightening. The above observations are consistent with partial engagement of set screw with rod at final tightening. Seeing that the bone screw was fully angulated this could have meant the rod was not fully seated in the head when the set was installed not allowing the set screw to exude its full clamping force. If information is provided in the future, a supplemental report will be issued.